Event description:
It was reported that the patient went to the hospital a few days post-implant with blood coming out of the device pocket. The patient's steri-strips and wound dressing were then adjusted. As the patient was about to leave, there were two inappropriate shocks due to oversensing of noise. An x-ray was done and confirmed the electrode tip was touching the patient's sternal wires. Technical services discussed some testing and programming options. System testing found noise in the alternate and secondary sensing vectors. The primary sensing vector was a good option. The doctor will decide the next steps. There were no additional adverse patient effects. The system remains implanted.